Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The DHR review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip fell from the applier right after it was inserted into the abdominal cavity during a robot-assisted partial nephrectomy. The clip was withdrawn but its boss part was found to be chipped. The user searched in the abdominal cavity all over but found no fragment of the clip. Therefore, he/she concluded that the boss of the clip may have already been chipped at loading.

Event description:
It was reported that a clip fell from the applier right after it was inserted into the abdominal cavity during a robot-assisted partial nephrectomy. The clip was withdrawn but its boss part was found to be chipped. The user searched in the abdominal cavity all over but found no fragment of the clip. Therefore, he/she concluded that the boss of the clip may have already been chipped at loading.

Manufacturer narrative:
Qn#(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one cartridge and one loose clip from unit 544240 hemolok l clips 6/cart 84/box for investigation. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there was 1 intact clip remaining in the cartridge. The loose clip was also intact. The cartridge appears used as there was biological material present on it. The reported broken clip or the clip applier were not returned. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. Both remaining clips were able to properly load into the jaws of the applier and were both successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips. R & d engineering performed further evaluation on the returned clips. Damage was found near the hook boss on the loose clip, which might have been caused by improper loading. No dimensional issues were observed with the loose clip. Since the broken clip and applier were not returned, the root cause of this complaint could not be determined. However, improper loading technique or using damaged appliers could cause the bosses to break off during loading. The IFU for this product, 220002422, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported broken clip was not returned. The reported complaint of "broken/detached parts - clip - boss" was not confirmed based upon the sample received. The cartridge was returned with 1 intact clip inside and 1 loose clip was also returned, fully intact. The reported broken clip was not returned. Upon functional inspection, both returned clips were able to properly load into the jaws of a lab inventory applier and were both successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips. R & d engineering performed further evaluation on the returned clips. Damage was found near the hook boss on the loose clip, which might have been caused by improper loading. No dimensional issues were observed with the loose clip. Since the broken clip and applier were not returned, the root cause of this complaint could not be determined. However, improper loading technique or using damaged appliers could cause the bosses to break off during loading. It is important to check the applier for proper alignment prior to use and to follow the IFU for proper loading technique.